Event description:
Attorney alleges lead fractured causing patient "to experience a series of inappropriate and/or excessive shocks or failure to receive therapeutic shocks. The failure of the lead required (patient) to seek emergency medical care resulting in replacement of the defective lead." Attorney alleges patient died in 2008, and that patient "suffered extreme physical injury, extreme emotional and psychological distress which included sudden death" and as a result of lead "had an increased risk of death or major cardiovascular event." Review of manufacturer's database unable to verify lead replacement prior to death. Review of public database able to verify patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: no anomalies found. Full lead returned and analyzed.